Event description:
Customer reports receiving high digoxin results for one pt, starting in 2009 for a period of about five weeks. The hospital's pharmacist suspected that these elevated results may be due to cross-reactivity or the pt's renal failure. No repeat results were provided. Digoxin unit of measure equal mmol per l. In 2009, gave 5.5. About 2 days later, gave 5.4. At approx 7 days later, gave 7.9. About 2 days later, gave 11.0 -after pt received digibind. At about one week later, gave 5.1. At 2 days later, gave 5.4 in the same day, gave 5.4 at approx 20 days later, gave 5.85. The pt's sample from the last result is available for investigation. If add'l info is received, appropriate notification will be provided.